Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the cell-dyn ruby analyzer scanned a sample ID and put the time and gender of the second sample onto the first sample results. The second sample results obtained the results of the third sample. No error codes were generated. The only indication of an issue was that the datalog was red. Further testing of the samples showed that seq # 183 is the result for specimen ID (B)(6). Seq# 184 is the result for spec ID (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
Review of the customer submitted data and hssl log file found the following: 1. The hssl log showed the internal barcode reader had positively read the specimen ids as (B)(6). The hssl log captures all the information about the sample only at the time of sample processing, this includes specimen ID, rack and tube position, test selection, test results, and more. Edited specimen ids are not captured in the hssl log during sample processing. Edits are captured in the event log. 2. Repeat testing results, (B)(6) verified the initial test results for the 2 samples, ID (B)(6), were correct for these specimen ids. 3. The 4 edits performed on (B)(6) were incorrect for these two samples because the submitted event log data showed the edits were performed at between 7:13 and 7:20, which were after the initial runs (6:58 and 6:59). Based on the review submitted data and information, the possibility of mismatched ids due to potential operator-error could not be eliminated. Customer complaint data was reviewed and no adverse trends were identified. The cell-dyn ruby operator's manual was reviewed and was found to adequately address the issue. Information regarding editing patient information is provided. The investigation did not identify a product deficiency.